Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced shield/cap/ stopper is different color/shade or faded. The following information was provided by the initial reporter. The customer stated: incorrect cap color of sst tube.

Manufacturer narrative:
Investigation summary: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for incorrect cap color was observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of incorrect cap color was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of incorrect cap color. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.